Manufacturer narrative:
It was reported that during the time of deployment everything felt fine with no resistance or complications, until when the user had about an inch or so to deploy. That's when the user felt the resistance and that's when the stent was stuck into the delivery system. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Esophageal structure where procedure was performed has active peristalsis. It can be hard to deploy due to pressure generated by patient's lesion status. Outer sheath can be stretched and detached and it can cause deployment failure if deployment was tried in this situation. It is, however, impossible to identify the exact root cause because the relevant device could be returned due to discard by sales representative, and it is hard to recreate the situation at the time of procedure. It is considered that outer sheath was pressed due to patient's lesion during procedure and deployment was tried in that situation; it was hard to further deploy due to pressure so it caused deployment failure. This complaint is assumed that it was malfunction due to pressed by patient's lesion. The complaint occurred in USA and the device was registered in USA. There was no harm to patient, but we decided to report MDR because the complaint occurred due to device malfunction. Taewoong medical asked to distributor as checking whether the relevant device was returned or not, so the distributor reported to us that the sales representative had investigated the device and then discarded it. Because of this procedure, the MDR 30-day report was delayed. There will be continued to monitor the same or similar customer complaints.

Event description:
During deployment of stent, stent did not fully deploy. The end of the stent was still stuck into the catheter, and deployment was not done. "A guide wire was not used during the procedure. There was no kinks, or kinking, or irreversible bending on it either. During the time of deployment everything felt fine with no resistance or complications, until when I had about an inch or so to deploy. That's when I felt the resistance and that's when the stent was stuck into the delivery system."